Event description:
During the atrial fibrillation procedure using non-(B)(6) system (farapulse) and ensite x, an effusion was noted resulting in a pericardiocentesis. It was noted that the patient went hypotensive. Tee was in for the laao portion of the procedure and a large effusion was noted. Chest compressions were started upon notice of pea. The pea resolved. A pericardiocentesis was performed and about 300cc of blood was removed. The patient was monitored for 30 minutes with tee and no new effusion formed. The patient is recovering. The physician does not allege that any (B)(6) devices contributed to the event. The physician alleges that it was a stiff wire perf through the laa, non-(B)(6) device (versacross transeptal wire). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".